Manufacturer narrative:
The insulin pump had unresponsive button and received button error alarms due to flattened dome on act button. No scroll bar or ramping numbers without button press was noted. The pump had cracked belt clip slot and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 474 mg/dl. The customer treated with the pump. The customer stated that the act button was unresponsive. The customer stated that the pump kept priming until max fill appeared on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.